Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they have experienced their upper aligner causing pain. Their bottom aligner did cause pain initially but have adjusted. Their top aligner causes pain even if they remove the aligner and is not getting any better. They hear a loud pop when they put in the top aligner unlike their bottom aligner. Provided hh and discomfort tips. Requested patient give update if tips worked and additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.